Manufacturer narrative:
Additional information: patient information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having problems with the communication between the imaging system and the medtronic navigation system. The site re-seated the network cable and that resolved the issue. It was noted that the patient was present. There was a delay of less than 5 minutes in the case, and there was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.